Manufacturer narrative:
Same pt event as MDR 9610622-2011-00029.

Event description:
It was reported, femoral canal was reamed to 14.5 a 13x420 femoral nail was loaded and checked with the targeting device on the back table, nail was inserted antegrade with resistance. Resident attempted to drill the most proximal static hole and had resistance. Xray was taken and noticed that the drill bit was broken and stuck inside the femur. The nail holding bolt was then checked with the t handle and was noticeably loose. Surgeon was able to turn the nail holding bolt at least 1/4 to half turn. Once tightened the drill and screws went through the targeting device and nail as usual.